Manufacturer narrative:
The complaint investigation for the (B)(6) lot 23334be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Based on our investigation, no systemic issue or deficiency with the (B)(6) lot 23334be01 was identified. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 08d06-41.

Event description:
The customer reported a (B)(6) result on a (B)(6) yr old female who is 13 weeks pregnant. Results provided: (B)(6) 2021 sid (B)(6), repeat is also (B)(6). No impact to patient management was reported.